Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2013: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., expiry date, corporate lot no., UDI), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. (B)(6) 2013: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012: patient was diagnosed with abdominal wall hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿an incision was carried down below the umbilicus. The hernia sac was dissected out. A 6 x 6 bard flat mesh was placed into the defect and secure it with sutures.¿ (B)(6) 2013: patient was diagnosed with recurrent incisional abdominal wall hernia, left inguinal hernia thereby underwent open repair with explant of bard flat mesh (device 1) and implant of composix l/p mesh (device 2) and perfix plug (device 3). Per operative notes, ¿an incision was carried down on the midline. The hernia sac was dissected out. The old mesh was spilt off from the edge of the fascia. The old (device 1) was excised entirely. A composix l/p mesh (device 2) was placed into the abdominal wall and secure it with sutures. An incision was made into the left groin. The hernia sac was dissected out. A medium perfix plug (device 3) was placed into the left inguinal floor and secure it with sutures.¿